Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow- up will be submitted when the investigation results become available. Note: this reported is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k083689, k142596, k191910.

Event description:
According to the event description: "infusomat space advanced 6.5 hours during a 23-hour cytostatic infusion. The flow rate was programmed at 26.4 ml/hour."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The history files were read out and analyzed. A space line was selected and the infusion started with a rate of 26,4ml/h. During the infusion the "no drops", "too few drops" and flow alarm occurred, one times. After 17 hours the infusion was stopped, and the line was extracted. At this time, 445,9ml was infused. No other abnormalities were found. The sample was subjected to a visual and functional examination. Visual inspection: during the visual inspection of the infusomat space, all cover caps on the screw pillars on the lower housing part as well as the black production seal were available and undamaged. The device showed age related signs of wear and tear and was slightly dirty. No damages of the housing parts were found. Functional inspection: as part of the functional check the self-test of the infusomat space could be successfully performed. An infusomat space line could be inserted and was recognized by the pump. After the line selection the delivery mode could be started without any reservations. After the functional test a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal delivery rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured with a value of +0,45 %. This value is inside the instruction for use predefined performance characteristic of the device (+-5 %). The test was performed with a connected drop sensor from customer. The downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation were check according to the requirements of the service manual. The device fulfills the required values according to the specifications of the technical safety check (tsc). The drop sensor was checked according to the technical safety check. The drop sensor occurred the flow alarm and the no drops alarm. No malfunction could be detected. Caused of all results of the previous investigations, only the upper part housing was removed for an inside investigation. No damages or soiling could be found. The defect could not be confirmed. During a flow measurement no flow deviation could be detected. The device works within our specification. No product deviation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.